Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer noted that a system message was received during a case. The customer reported fluid was around the cassette housing area. Another cassette was used to complete the case. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. However, the system message was confirmed in event log. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).